Manufacturer narrative:
According to hill-rom field investigation, the technician was unable to duplicate the false latching of the left intermediate siderail. The safety officer stated at the time of the incident the patient was combative and was told to pull on the left siderail so the attending nurse could slide a bedpan under her. As the patient was being turned she allegedly fell out of the bed. It is unclear as to how the siderail fell because at the time of the incident the patient was pulling on the siderail.

Event description:
A user facility medwatch was sent to hill-rom, which stated, "pt using siderail to assist in turn when rail gave way. Pt fell face down onto the floor. Laceration to rt. Forehead required sutures. Siderail remains in "up" position even when not locked in place."